Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported patient in respiratory distress as a result of a blockage in his tracheostomy tube. The ide decides to switch to the nebulizer and connect it directly to the cannula. Due to a supply shortage, the cannula is too large for the nebulizer connector. Impossible to plug in. The patient had to hold the nebulizer in front of the cannula as best he could despite his breathing difficulties. There was patient involvement.

Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.